Event description:
The customer reported that she was hospitalized with a blood glucose reading of 20 mg/dl. The customer stated that she was driving, and was in an accident prior to the hospitalization. The customer stated that her blood glucose reading when she woke up this morning was 50 mg/dl. The customer stated that she had just received her insulin pump yesterday, and hadn't had any training on it, but decided to start using it. The customer inserted an infusion set, but she did not know if she was connected to the infusion set during priming or not. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The customer stated that the insulin pump has not been exposed to high magnetic fields. Advised the customer that her insulin pump trainer would be contacted for her in order to get trained on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.